Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use, during dwell 5 of 5. The home patient (hp) stated that the heater bag was empty and that the supply bag had solution. Per the hp, the supply bag became disconnected. The technical service representative (tsr) assisted to end therapy. The hp was to complete therapy with manual supplies, and the tsr advised the hp to let her registered nurse know that the supply bag disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the hp on (B)(4) 2012. The hp stated that the purple bag had disconnected and was laying on the hc table. The hp stated that upon connecting the bags, there were no loose connections, no leakages identified, no visible abnormalities, and she had no difficulty tightening the bag to the cassette tubing. The sample had been discarded and the lot numbers were unavailable. The hp stated that she had notified her registered nurse of the incident. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed and the root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.